Event description:
It was reported that the physician called technical services (ts) and requested a review of this implantable cardioverter defibrillator (ICD) presenting electrogram (egm). Upon review, far field oversensing of right atrial (ra) signals on the right ventricular (rv) lead was observed. Ts provided the physician with programming recommendations. Subsequently, the physician turned device therapy off for patient comfort. At this time, the device remains implanted. No additional adverse patient effects were reported.